Manufacturer narrative:
Since no serial number was provided for the subject device, irhythm cannot confirm if the patient¿s device was received for evaluation. Additionally, no contact information was provided; therefore, irhythm was unable to follow up to obtain additional information. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with signs of a skin irritation allegedly caused by the zio xt. The patient reported that they experienced redness and the device was causing their skin to itch. The patient was treated with benadryl and zyrtec. There were no additional details provided.